Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed persistent communication fault alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted system controller event and periodic log files collectively contained data from (B)(6) 2021. The log files captured a persistent loss of communication alarm throughout the duration of the log files. As a result, the log files did not capture pump speed, flow, pulsatility index (pi), or other pump information; however, the power operated between a normal power consumption range, indicating that the pump was running throughout the log file. No other notable alarms were observed within the files. Persistent loss of communication with the pump associated with both communication lines was captured in (B)(6) 2019 (captured under MFR. Report # 2916596-2019-02224). There did not appear to be further progression of the issue. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 lvas instruction for use (IFU) and patient handbook describes all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of the IFU provides an explanation of all pump parameters. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jun2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplement report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a " loss_of_lvad_comm" alarm. Log file review confirmed the alarm which indicated the controller was having communication issues with the left ventricular assist device (lvad). Related controller MFR#: 2916596-2021-06942.